Event description:
The customer reported having issues with the insulin pump and the sensor. The caller stated that her glucose was 64 then went down to 48mg/dl. The customer did not receive sensor alerts. The caller stated that recently the insulin pump was dropped. Troubleshooting was performed, and the drive support cap was protruded. The customer mentioned also that in the afternoons she runs high, and while customer was driving her glucose reading was 324mg/dl. The caller was running high due to overcorrecting. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The drive support cap was inspected and no anomaly noted. The device was programmed with a test minilink and a glucose sensor simulator. The sensor was functioning properly. No weak signal or lost sensor alarms were noted. Unit received with cracked case at the display window corners, and scratched screen.